Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was returned or attached. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using the returned 4g gsm modem. The unit was able to power on by directly plugging in the tail end of the returned power supply behind the i3 unit. The unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The cause of the problem was determined to be the power cord on the back of the pes was frayed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported fray on the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.